Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the device too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out. Additionally, using incorrect tools, improper surgical technique, and excessive force being applied to the implant have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling is unknown. The investigation findings do not lead to a clear conclusion about the cause of the swelling. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported swelling in both of their legs after their implant procedure. Antibiotics were prescribed after the implant procedure as a preventative and the patient continued to take them as planned. The patient went to the emergency room where i.v. Fluids were administered and a leg compression machine was used. The patient was admitted to the hospital on (B)(6) 2026 and was discharged on (B)(6) 2026. As of (B)(6) 2026, the swelling has resolved, and the patient is receiving therapy. No further issues have been reported at this time.